Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations, and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 28, 2019.   The affected sample was not returned for investigation; therefore, a thorough investigation could not be performed. A retention sample was not able to be retrieved as the lo number was not provided. All capiox units are 100% visually inspected at several points in the production process. Without the returned sample, a thorough investigation could not be performed and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the yellow cap broke leaving some parts inside. As per the user facility, they used the one manifold or stopcock that worked. No known impact or consequence to patient. The product was not changed out. Procedure was completed successfully.